Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU lists neurological events (not stroke related), bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hypoxic brain injury was confirmed with a computed tomography (CT) scan.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had generalized bleeding which was treated and resolved on (B)(6) 2025. The patient returned to the intensive care unit (ICU) and their pupils were fixed and dilated. Brain death was confirmed and there was possible hypoxic brain injury. The device was working as expected and the death was not device related. The patient was palliated, and the device would not return. The patient passed away on (B)(6) 2025.